Manufacturer narrative:
The event investigation is underway. A supplemental report will be submitted upon completion of the investigation. Reference attached article: ¿unilateral sulcus implantation of the crystalens hd.¿ published article from the journal of refractive surgery published on-line feb. 1, 2012.

Event description:
It was reported in published article ¿unilateral sulcus implantation of the crystalens hd¿ that three pts underwent cataract surgery and bilateral implantation of crystalens hd accommodative iol. Each of the three pts experienced unilateral rupture of the posterior capsule during iol rotation which led the surgeon to implant the crystalens hd within the ciliary sulcus in the affected eye. Anterior vitrectomy was performed in each of the three pc rupture cases. According to the article, no postoperative complications (such as iop elevation, uveitis, hyphema, or cystoid macular edema) were observed. This report refers to pt 2 (right eye). Pt status: uva 5/10+, cdva 8/10(mr -0.75-1.50x85), uncorrected near j2, uncorrected intermediate j5. Please reference MDR# 2031924-2012-00018 for pt 1. Please reference MDR#2031924-2012-00020 for pt 3.